Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. After the lesion were crossed with a guide catheter, a 2.5x20 guidewire and a 3.5 non-bsc balloon catheter, a 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, after multiple attempts, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.